Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhihibed far-r oversensing. X-ray confirmed that the lead was dislodged. The atrial lead was revised. The patient was stable.